Event description:
It was reported that the patient had normal impedance after the pin was taken out and re-inserted. It was stated that the impedance was normal right after surgery. No additional relevant information has been received to date.

Event description:
It was reported that after the patient's recent generator implantation, the patient's device is showing low output current and high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.